Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip of cannula broke off probable root cause: application - excessive force - poor visualization through arthroscope the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the cannula broke off in the patient joint space. It was able to be located but could not be removed. A second surgery will be required.

Event description:
It was reported that the tip of the cannula broke off in the patient joint space. It was able to be located but could not be removed. A second surgery will be required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.